Event description:
Went to hang patient¿s antibiotics (abx) on primary tubing, put tubing into ear and programmed pump then connected to patient. Abx began to run for a few minutes then alarmed occlusion on patient side. Checked patient for kink in tubing then opened ear to check tubing and saw that tubing had bubbled inside the ear. Tubing removed and unhooked from patient and new abx bag ordered from pharmacy.